Manufacturer narrative:
(B)(4).evaluation summary:the reported condition of "f-38 alarm" was confirmed during device evaluation. The root cause was due to damaged force sensing resistors. The force sensing resistors were replaced to correct the reported condition.

Event description:
Baxter (B)(4) reported a flogard infusion pump with a f-38 alarm. It is unknown when this condition occurred. There was no report of patient involvement; therefore, no report of patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.